Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient developed soreness, swelling and pustules in left underarm 4 days after treatment. Physician initially prescribed oral antibiotic keflex. Patient was feeling worse, had a fever of 100.8, so was advised to go to ER. Was given IV vancomycin and stronger oral antibiotics. Seen by physician one week after treatment and reports feeling better; white pustules resolving, redness resolving.